Manufacturer narrative:
It was reported that a 63 year old male patient underwent a bi-v pacemaker placement procedure with a decanav electrophysiology catheter and suffered a dissection of the coronary sinus (cs). The device evaluation was completed on 17-aug-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the decanav electrophysiology catheter. Per the event, several tests were performed. The magnetic and electrical were tested and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-aug-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent a bi-v pacemaker placement procedure with a decanav electrophysiology catheter and suffered a dissection of the coronary sinus (cs). The patient suffered a dissection of the coronary sinus (cs). The decanav electrophysiology catheter was in placed in the cs using a non biosense webster, inc. Sheath and when the sheath was retracted, the dissection was revealed. The procedure was aborted and the patient is under observation and stable. This adverse event was discovered post use of biosense webster products, decanav electrophysiology catheter was removed prior to injection of contrast through the sheath into the cs. The physicians opinion on the cause of this adverse event was that it was not a bwi product malfunction and unknown for procedure or patient condition related. No intervention provided. Only patient observation. Fully recovered. Patient remained in the hospital for observation only and was discharged on (B)(6) 2021. The patient did not require extended hospitalization because of the adverse event as stayed 1 night.